Event description:
It was reported that during a follow-up visit the r-waves had decreased. The patient received shocks when doing push- ups. Review of the electrogram showed small r-wave with t-wave oversensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead exhibited normal electrical characteristics. Visual inspection found external insulation abrasion at 15cm to 15.3cm from the connector pin. The rv cables were exposed but the efte coating was not compromised. The damage found is consistent with friction to the ICD can.